Event description:
A us dist returned a battery indicating that it would not power on a monitor.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) is underway. The reported problem (will not power on monitor) has been confirmed. As rec'd, the battery pack would not power on a test monitor or charge. A root cause investigation is still underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack.